Manufacturer narrative:
(B)(4). (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
It is reported that when the patient was being revised in 2008, it was noted that the articular surface had disassociated from the tibial baseplate.

Event description:
The homepatient (hp) contacted baxter's global technical service center and reported that on drain 4/4 the drain volume (dv) was 4096ml and increasing. The technical service representative (tsr) assisted to end therapy. The tsr reviewed the program, continuous cycling peritoneal dialysis, total volume was 8000ml, fill volume was 2000ml, and the last fill volume was 0ml. The hp said that he used 2.5 dextrose. The hp did not complain of feeling overfilled but wanted to know about the drain on cycle 4. Hp said that he did not feel any different. Hp would like to swap. Follow up with the nurse revealed that the patient is having positional issues and drains better while sitting up. The nurse also indicated that the patient's vitals are good and the hp was able continue with pd therapy. The device has been swapped.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice device was evaluated by the product analysis lab (pal) for the reported difficulty of increased intraperitoneal volume (iipv). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported the iipv. The most probable cause was determined to be insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of overdelivery / iipv.